Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-23029, 1627487-2020-23030. It was reported the patient's leads had migrated. The patient underwent surgical intervention where one t12 lead was repositioned and the l2 and other t12 lead was explanted and replaced restoring therapy.